Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used nutriline twinflo catheter as a sample. We tried flushing both lumens with warm water. After flushing the catheter with warm water, the catheter showed free flow and no leak was found. Microscopic step by step examination of the returned sample showed no signs of damage to the catheter. Therefore, we can rule out that the fluid around the insertion site came from a catheter leak. This complaint could not be confirmed. A review of the batch history records for 8168372 was performed, and no deviations from specification were found. The batch complied to its specifications and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests are carried out for product/component presence, the presence in cavities and the integrity of the product seal. We received five complaints for batch no. 8168372. Eight complaints regarding catheter leakage on code 4g07125223 were received within the last three years, but none of them were manufacturing related. Corrective action: based on vygon germany's investigation, no defects or damage on the catheter were found in the returned sample, therefore, no further corrective action will be initiated at this time.

Event description:
Rn noted fluid underneath dressing around insertion site. Unable to determine exact cause, but concern that catheter was leaking. Catheter removed.

Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Rn noted fluid underneath dressing around insertion site. Unable to determine exact cause, but concern that catheter was leaking. Catheter removed.